Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display numbers are ramping up and scrolling during a bolus attempt and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 580 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No display anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and missing end cap sticker.